Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis revealed a damaged grommet. There was also a missing set screw.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary # performance data collected from the device was received and analyzed. There were no anomalies found. (B)(4).

Event description:
It was reported that during initial implant, after several positioning attempts for best measurements with the lead being connected and disconnected, the set screw of the implantable cardioverter defibrillator (ICD) would not fit. The ICD was not used. No patient complications have been reported as a result of this event.